Event description:
It was reported that the pt was revised due to pain and clicking. During the revision it was discovered that the polyethylene insert had disassociated from the tibial tray.

Manufacturer narrative:
This report will be amended when our investigation is complete.